Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station screen was black. A field service engineer (fse) checked the back of the unit and found no led lights illuminated. Fse disconnected all cables from the module board, and the system was powered on with no lights. The fse replaced the module board, connected drawer 4.2¿s retractor band to the module board, and booted up the system, which worked fine except for drawer 4.1. The fse then replaced the control board in drawer 4.1, resolving the issue. Additionally, the fse replaced the missing slide bumpers in drawers 3.1 and 3.2 issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a black screen. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.